Event description:
It was reported that a patient underwent a hip replacement arthroplasty procedure on (B)(6) 2010 and suture was used. During knotted suturing at the articular capsule, the surgeon noted there was no tip on the needle. At that time, it was not certain whether there had been no tip of the needle from the beginning or the needle was broken during use. An x-ray was taken during the surgery, but the fragment was not found, so the surgeon closed the surgical wound site. After the surgery, an x-ray was taken again. The surgeon said that there might be a fragment like a needle on the x-ray picture. The patient was in stable condition and the fragment was not near the bone. It is unknown if there are any plans to remove the needle piece from the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.